Event description:
It was reported that two years after implantation, the band closing mechanism was found torn. The band was replaced with a new one. There were no other pt consequences.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.